Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right lower lobe wedge resection, while they used the product to cut lung tissue and after pressing the green button, it was found that the stapler could not be activated after closing the stapler. The stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced the staple cartridges of the same size during surgery to ensure continued operation. There was no patient injury.